Event description:
The complainant reported that the automatic impella controller (aic) had no audible alarm when the yellow or red alarm was active. No clinical details regarding resolution or patient involvement/condition were provided.

Manufacturer narrative:
The investigation for the reported aic - buzzer/ alarm inaudible issues has been completed. The impella device has been returned for evaluation. Clinical details were sufficient to determine the root cause. The cause of the aic issue (no audible alarm) was an improperly seated speaker cable, most likely due to work instruction / technician error. This report is being filed as part of a retrospective review of historical records.